Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of a contour next link 2.4 meter. There was no allegation of adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.